Event description:
During a pulsed field ablation (pfa) procedure, a pericardial effusion occurred which required a pericardiocentesis. All things went normal, access, placing the cs catheter, going transeptal, mapping la with a non-(B)(6) catheter (farapulse by boston scientific) and then giving pulses in the left superior pulmonary vein (lspv). After a low amount of pulses, it was observed that the blood pressure dropped to 50/30. An effusion check was done and no effusion was noted. Medication was administered to raise the blood pressure and another cuff pressure was taken with no improvement. Another echocardiogram was performed which revealed a .5 cm effusion that was growing. A pericardiocentesis was performed sub-zyphoid and the drain was left in place. The patient was stabilized and transported to the ICU. The physician alleges the non-(B)(6) catheter (farapulse by boston scientific) caused the pericardial effusion. There were no performance issues with any abbott device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".